Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 6947 implantable defibrillation lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage.

Event description:
It was reported that the device reached elective replacement indicator prematurely. The device was recommended for replacement. Thepatient was admitted to a facility and was required to await transfer to another facility for an open bed to become vacant. Once transferred to the new facility the device replacement was scheduled for the following day. During the night the ventricular arrhythmia (ventricular fibrillation) occurred, external defibrillation was attempted but was unsuccessful at converting the rhythm and the patient expired. The data stored in the device indicated that the patient experienced multiple arrhythmia episodes including four episodes of ventricular fibrillation on the previous day which external defibrillation was successful to convert to sinus rhythm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No eval explain code.